Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from reagent probe b. The fse replaced the reagent probe a/b valve to resolve the issue.

Event description:
Customer reported a leak from reagent probe b on their unicel dxc 600 pro synchron system. There were 10 confirmed erroneous results generated and reported out of the lab. No reports of injury or exposure. Customer was wearing their personal protective equipment. The customer was not aware of any affect to patient treatment.